Manufacturer narrative:
(H6) health effect clinical code: 2377, osteolysis; 4581, appropriate term / code not available; 1924, failure of implant.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysisis a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's hip was revised. The patient was implanted with a hip prosthetic cup from exactech. As part of a control examination for minor complaints near the hip joint, one occurred in (B)(6) 2022 decentering of the inlay. As the patient progressed, he was symptom-free, so he was only treated during the course of treatment the manufacturer's recall campaign was presented again. The x-ray control showed a clear decentration of the prosthetic head and osteolysis in the acetabulum as a sign of inlay wear. This could happen to one inlay change to a vite-hardened, specially approved inlay. As part of the replacement operation. In addition to the inlay replacement, the solid cup integrity was determined as well as curettage and sealing the cysts in the socket using calcium/hydroxyapatite (ceramic bone filler) and changing the prosthetic head. The explants are currently in the laboratory doctor's office.